Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. The fse proactively replaced the sample probe. Analysis of the instrument and the instrument data indicate that the cause for the discordant ck-mb results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high immulite 2500 ck-mb results were obtained on one pt sample. The sample was initially run in duplicate on immulite 2500 sn (B)(4). The sample was re-tested on the customer's other immulite 2500 system (sn (B)(4)) because the initial results did not agree with the pt's clinical history. (Ck-mb results obtained for this pt 5 hours earlier were not high.) Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ck-mb results.